Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent excision of mid-urethral sling, hydrodistention and cystoscopy due to pelvic pain on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2014. It was reported that patient is deceased. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event. H3 other text : placeholder